Event description:
It was reported that the patient was seen in the ER (emergency room). It was found that the device had delivered atp therapy for vt that may have accelerated rate into vf. Additionally, it was reported that the atrial lead was ffrw (far field r-wave) oversensing. No action was taken. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2004; 694765 lead, implanted: (B)(6) 2008. (B)(4).